Event description:
Reporter stated that the plastic, surrounding the device's internal contacts, appears to have melted. No pt or operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.